Manufacturer narrative:
The navio handpiece intended for use in treatment, displayed motor error when burring in exposure mode, during a procedure. The impact on the case was inconvenience and there was an equipment swap to complete the case. The device was being used on a patient during the reported event and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece error. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that, during an unspecified surgery, there was motor issues within the handpiece. It was received error message when burring in exposure control mode. The handpiece was swapped out, which resolved the issue. Surgery was not delayed. The patient was not harmed. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.